Event description:
It was reported by the rep the device was used during a bowel resection. It was reported during an attempt to transect bowel, halfway through the firing cycle, forward movement became impossible & had to remove the device. Found bowel cut & stapled halfway. Hand sewn anastomosis to complete the case. There was no consequence to the pt.